Event description:
The reporter started the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's left eye (os) on (B) (6) 2009. The icl was explanted on (B) (6) 2009 due to the development of a cataract. Add'l ino has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). H6: lens work order search. Results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of reddish residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B) (4).